Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet did not appear to charge while on the charging pad; the indicator light was green, the device subsequently showed a low battery percentage, and the user performed a restart and continued charging, after which the device reached a high state of charge. Symptoms included hyperglycemia with a reported blood glucose of 207 mg/dl. Outcomes included no reported injury, no alarms, and successful restoration of charge with continued use after restart. Investigation included product troubleshooting with verification of charging status, device restart, directed charging for an extended period, and follow-up to confirm battery recovery. Investigation of this case revealed that the cause of the initial low charge state remained unclear, with no reproducible malfunction identified and normal charging function confirmed after restart and continued charging. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.